Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found two similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the involved angio-seal evolution device. The following information was provided by the user facility: dr (B)(6) has been using the angio seal for 4 years; the physician indicated that during a procedure, the internal system that is used to apply pressure to compact the collagen in the vessel felt more rigid that normal; the pressure was so much that a hematoma resulted to the patient.